Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6) & co. Kg (oekg). Oekg checked the subject device and found that the flickering image was displayed as reported when the videoscopes were connected to the subject device and then the endoscopic image of the subject device disappeared. In addition, oekg also found that the video connector socket had failure (error e402 occurred), so oekg considered that the reported image problems were caused by the failure of the video connector socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported event was attributed to the failure of the image signal transmission between the subject device and the videoscopes, which might be caused by the wear and tear of the video connector due to the long-term use of the subject device for more than seven years from installation, or the failure of the electrical contacts inside the video connector. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device flickered. The user stated that multiple procedures using the subject device and multiple videoscopes were performed, and the same image problem occurred periodically, but all the procedures completed successfully within two-three minutes extension. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.